Event description:
A customer reported that a abbott diabetes care (adc) device sensor was applied and applicator needle got stuck in the skin. The customer experienced pain and self-removed the applicator needle from skin. Then customer had contact with healthcare professional (hcp) who examined the insertion site and confirmed no metal piece is remained in the skin. No other hcp treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.